Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing detached from the quick release and the pump was not dropped neither the tube was pulled. No further information available.